Event description:
As reported via tga report (dir (B)(4). It was reported that the patient underwent implant of a marlex mesh (bard flat mesh) on (B)(6) 2000 during an inguinal hernia repair procedure. The tga report states, "injury does not date to any specific date except for [date redacted] when I suffered laparoscopically implanted mesh for hernia repair with eleven (11) titanium coils for attachment, at the [facility redacted] in [location redacted]. Case no. [Number redacted] [name redacted]. I have a rapidly deteriorating condition. I suffer from dysejaculation syndrome. Electric shock sensation on ejaculation, with constant testicular ache. Mesh inguinodynia, nerve destruction for right testicle, and present and progressive deterioration of testicular ischaemia. I watched the scottish parliamentary committee debate, and they described exactly everything which has happened to me. The difficulties patients have in getting their injuries recognised, pathologies dismissed by practitioners and government officials alike. No liability whatsoever and no informed consent ever given. No assistance offered by the government to victims of mesh, and symptoms dismissed out of hand and not recorded. All of these things have happened to me. Case no. [Number redacted] [name redacted] injury does not fit into any incident report and the whole reporting system has been used against me. Injury does not date to any time or place except the date of surgery, but the [organisation redacted] and the [organisation redacted] have obfuscated away from the fact of the mesh by making me highlight where I felt some aggravation occur, and by this they have blamed me for my mesh implant injuries and have falsely claimed, without evidence, that I have caused mesh injuries by an intervening event. This is a deliberate policy by the "recurrence of injury form", which has been used to distract attention away from the direct cause of my injuries which is the mesh which was implanted. There is no intervening event. [Organisation redacted] phone case manager [name redacted] - [number redacted]"

Manufacturer narrative:
As reported, the patient had experienced dysejaculation syndrome, electric shock sensation on ejaculation with constant testicular ache, inguinodynia, nerve destruction on right testicle and testicular ischaemia post implant of bard flat mesh (marlex mesh). Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.